Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels with a reading of 399 mg/dl. Prior to the event, the customer had been complaining of chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.